Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported that within approximately the last month, give or take, they noticed issues with charging their implant. Pt said that when they would plug the recharger (rtm) into the controller, the controller sometimes would not recognize that the rtm was plugged in, so the pt would have to unplug the rtm from the controller and plug the rtm back into the controller to charge their implant. Pt said today, while charging their implant, their controller was at 100% and about a half hour into charging their implant the implant increased in charge to maybe 10 to 20% and got to about 70%. Pt said that when they wake up in the morning their implant is at about 40-50%, depending on what time they wake up. Pt also said that their rtm has gotten really hot while charging their implant. Pt said that the could feel how hot the rtm was getting and they felt how hot this was around their implant; pt said they don't think the implant inside them was getting hot and this was just the area on their skin where the rtm was that was getting really hot from the rtm being so hot. Pt said they were not physically burned. Pt said that this happens off and on with the rtm within the past month. Pt said they will reset their controller when they are having issues with charging their implant. Pt saw no visible damage to the controller port. The issue was not resolved. The patient was sent out a replacement recharger (rtm). Additional information was received from a patient (pt) on (B)(6) 2022 regarding an external device. Pt called back and stated that they received the replacement the recharger (rtm) but are still experiencing some of the same issues originally documented in this case. Pt repeated that the ins will only charge to 70%-80% and stops charging. Patient services (pss) confirmed that pt is in fact using the replacement rtm. The patient was sent out a replacement controller.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger, product ID: 97745, lot# serial#: (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that insulation was pulling out of rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.